Event description:
Orasure's consumer call center (operated by (B)(6)) received an anonymous call at 17:38 on (B)(6) 2013, from a man inquiring about interpretation of results from a test stick that was allegedly found in his roommate's bathroom. The caller did not know how the test was performed or specifically when the test had been taken. The caller wanted to know if the call center operator could interpret the test result. The operator informed the caller that the test result is only valid for 40 minutes and therefore could not be interpreted after that time. The caller stated that his roommate had committed suicide and that he was trying to understand the reasons surrounding his death (and if the results could have had any role in his decision to commit suicide). The operator recommended a suicide hotline to discuss his questions with trained counselors as to why his friend may have taken his life. The caller indicated the he did not want the hotline contact information.

Manufacturer narrative:
Due to the anonymous, confidential design of the call center operations, we are unable to verify the information provided by the caller or perform any additional investigation concerning this matter. We consider this report to be complete.